Manufacturer narrative:
Lot# for the product couldn't be identified clearly after explantation. Lot# found to be either h5642479 or h5653084. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a rod and screws implanted in a patient. Procedure performed in the initial surgery was t9/s2 was fixated with psf from degenerative kyphoscoliosis. Pre-op diagnosis for the revision surgery was broken rod, sai set screw dislodgement on both sides, bilateral s1 screw and left sai screw loosening. Procedure performed in revision surgery was both sides of s1 screws and the left sai screw were replaced. It was reported that the initial surgery was performed on (B)(6) 2021, but due to the broken rod, reoperation was performed on (B)(6) 2021. A reoperation was performed because the rod was broken again, the set screw used for the sai screw came off, and the screw became loose. The physician requested that the screw head of the sai screw thread be checked for damage. There were no patient symptoms or complications as a result of this event.